Manufacturer narrative:
(B)(6). Patient date of birth and weight were not provided for reporting. (B)(4). Incident occurred intraoperative. Device was not implanted/explanted. Device is expected to be returned for manufacturer review/investigation, but has not been received yet. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Device history records review was completed for part# 04.009.457s, lot# 9683237. Manufacturing location: (B)(4), manufacturing date: oct 29, 2015, expiry date: oct 01, 2025. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2017, the proximal nail thread used for end cap or removal connector was broken during the surgery. The procedure was completed successfully by using another implant (other size). No fragments were generated. No prolongation of the surgery was reported. Patient outcome was not reported. Concomitant devices reported: end cap (quantity 1), removal connector (quantity 1). This report is for one (1) nail. This is report 1 of 1 for (B)(4).